Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the manufacturing record evaluation cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number(s). 2. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative patient consequences described in the article? 3. Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? 4. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. 5. Can you identify the product code and lot number of the product that was used in each procedure? 6. Can specific patient demographics initials / ID; age or date of birth; bmi; gender; patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates of study drugs be provided? Citation: the spine journal (2021);21:753-764. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via a journal article: title: enhanced recovery pathway in adult patients undergoing thoracolumbar deformity surgery authors: han jo kim, md, michael steinhaus, md, ananth punyala, bs, sachin shah, ba, jonathan charles elysee, bs, renaud lafage, ms, tom riviera, cst, guillermo mendez, cst, ajiri ojadi, msn, fnp, sharlynn tuohy, dpt, mba, sheeraz qureshi, md, mba, michael urban, md, phd, chad craig, md, mba, virginie lafage, phd, francis lovecchio, md citation: the spine journal (2021);21:753-764. Doi: https://doi.org/10.1016/j.spinee.2021.01.003 the aim of this single surgeon retrospective study of prospectively-collected data was to determine the efficacy of an enhanced recovery pathway on reducing length of stay after thoracolumbar adult deformity surgery. A total of 40 patients with adult spinal deformity (asd) who underwent =5 levels of fusion to the pelvis (two to l5) with a single surgeon between 2013 to 2019, before and after implementation of an enhanced recovery (eras) pathways, were included in the study. Of these 20 patients (4 male and 16 female; mean age of 66.7±9.6 years) were in the historical cohort (h), while another 20 patients (7 male and 13 female; mean age of 65.7±8.1 years) where the eras pathway (ER cohort) was utilized. In the latter cohort, to achieve local hemostasis, both collagen-based (surgicel, ethicon inc, bridgewater, nj) and thrombin-based from a competitor are used. The mean follow-up was 10.9±4.8 months in ER cohort and 44.2±21.0 months h cohort. Reported complications include blood loss of more than 1200 (n=25%) requiring blood transfusion and pulmonary embolism (n=?) Requiring readmission. In conclusion, the creation of an eras pathway for patients undergoing thoracolumbar adult deformity surgery reduced length of stay without negatively affecting short-term morbidity and complications. Given the specificity of this pathway to a single surgeon and hospital, the resources and staffing changes that were instrumental in creating the pathway may not be generalizable to other centers.